Event description:
The customer reported that the nurses are not using the pull tabs to open the panels. As a result, there is damage to the sliders on both side panels. The customer was asked if an in-service was needed, but the customer refused. Evaluation of the returned product found that two window zipper slider bodies were open.

Manufacturer narrative:
The product was returned for evaluation. Inspection of the canopy found that on panel side a, the window zipper slider body was open. The literature bag had a one inch hole. On window side a, the IV port zipper slider pull tab was missing. On panel side b, the window zipper slider body was open and the mattress envelope had multiple 1/4 inch holes. On panel sides c and d, there was broken elastic on the right and left leg bottom caps and on both sides of the mattress envelope. On panel side d, there was a six inch area of broken stitches on the top of the right leg. The user manual states to" always use the zipper pull-tabs and ensure that zippers are fully closed." The user manual also warns never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. (B)(4).